Event description:
It was reported that the patient presented for follow-up with episodes of inappropriate automatic mode recorded by the implantable cardioverter defibrillator. The episodes were a result of far r oversensing. No interventions were made. The patient was stable.